Event description:
It was reported to medtronic minimed that the customer experienced inpen doses are not reflecting in the app. The customer reported blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-8060, mmt-105elpkna. Troubleshooting was not performed. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. No further patient complications were reported. No product return is required for mmt-8060. Mmt-105elpkna was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No physical damage to cartridge holder or inpen front and back shell was noted. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Battery investigation was performed, and battery measured 3.012 volts. However, during deconstructive analysis, corroded battery noted during visual inspection. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen received working as design. No communication anomaly noted. Therefore, the patient concern of inpen not pairing to app could not be confirmed. However, during deconstructive analysis, corroded battery noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.